Event description:
Pt elected to have revision surgery, but was not having any issues.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.